Event description:
It was initially observed that the patient's device was inadvertently disabled to 0.00ma, as the patient was indicating that he could no longer feel normal mode and magnet mode activations. It is unclear if this is due to an interrupted system diagnostic test or by some other event. Good faith attempts to obtain additional details have been unsuccessful to date.